Manufacturer narrative:
Product analysis: no evaluation will be performed as the customer will not be returning the broken tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy procedure the tool snapped. It was also reported that there was no patient or staff injury and the surgeon reported that he exerted too much force on the tool causing this. On further follow-up it was reported that there is no additional intervention or procedure delay due to the event and the patient is doing fine. The facility will not be returning the broken tool for further evaluation.